Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received the monitor would intermittently power on. Upon investigation the j1 battery connector on the ca board had an intermittent connection with the battery. The cause of the failure is the intermittent connection. The root cause of the intermittent connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was resetting.